Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: impaired healing. Device evaluation completed on (B)(6) 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth mod + prof xtra 525cc returned device. Necrosis may prevent or delay wound healing and require surgical correction, which may result in additional scarring and/or loss of tissue. Implant removal may also be necessary. Necrosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent an unspecified breast reconstruction surgery with a mentor memorygel, 525cc silicone breast implant experienced left sided impaired healing post procedure. The report indicated ¿aeration and debridement¿ of the wound. As a result, the patient underwent left-sided removal without replacement, and capsulotomy, implant based reconstruction, and nipple mastectomy on (B)(6) 2021.